Event description:
This lead was implanted on (B)(6) 07 and was explanted on (B)(6) 11 due to advisory/recall. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).